Manufacturer narrative:
Literature article: zambetti br, et al. Physician modification of polytetrafluoroethylene based endografts for aortic aneurysm repair. J endovasc ther. 2025; doi:10.1177/15266028251353359. A1: this report is derived from a published literature article. No patient initials or other identifying code were provided; therefore, a patient identifier is not available. H6: b22 - the information received did not include the following: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. Without a lot number or device serial number(s), the manufacturing date and/or production details cannot be determined to facilitate further investigation. H6: b20 - the device was not available for direct analysis by gore. H6: c20 - a review of the manufacturing records for the device could not be conducted because the lot/serial number remains unknown. H6: d15 -there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: zambetti br, et al. Physician modification of polytetrafluoroethylene based endografts for aortic aneurysm repair. J endovasc ther. 2025; doi:10.1177/15266028251353359. This retrospective single-center study evaluated physician-modified ptfe endografts for repair of complex abdominal and thoracoabdominal aortic aneurysms using gore platforms, gore® tag® conformable thoracic stent graft (ctag; n=25) and gore® excluder® conformable aaa endoprosthesis (cexc; n=4). A total of 29 patients were included, 25 of whom presented with urgent or emergent indications, and were treated using endovascular fenestrated or branched techniques with visceral vessel bridging. Technical success was achieved in all 29 patients. Outcomes included 7 endoleaks (1 type 1c and 6 type 2), 3 reinterventions, access-site complications in 3 patients, acute kidney injury in 1 patient, permanent dialysis in 2 patients, and lower extremity ischemia in 1 patient. Mortality included three deaths reported during follow-up. Two deaths were aortic-related, including one early postoperative death on postoperative day 2 following treatment for rupture and one death occurring nearly six months postoperatively after a palliative procedure for an inoperable mycotic aneurysm. The remaining death was non-aortic-related and not further characterized. This case captures events reasonably associated with endovascular repair using gore endograft platforms and associated bridging devices, including seven endoleaks, three reinterventions, renal adverse events, and lower-extremity ischemia. Gore-specific extraction product name: gore® tag® conformable thoracic stent graft (ctag) and gore® excluder® conformable aaa endoprosthesis (cexc) event type: type 2 endoleak, acute kidney injury, permanent dialysis, intraoperative embolic lower-extremity ischemia treated with catheter-based aspiration thrombectomy patient impact: reintervention (additional stent placement, embolization, and one unspecified reintervention), hospitalization, additional endovascular treatment comorbidities: hypertension, chronic obstructive pulmonary disease, diabetes mellitus, end-stage renal disease, congestive heart failure timing of adverse events: intraoperative and during follow-up (including early postoperative period and later follow-up; specific timing variably reported) context note: outcomes were reported at the pooled cohort level across physician-modified gore endograft platforms without device-specific attribution. Product name: gore® viabahn® vbx balloon expandable endoprosthesis event type: type 1c endoleak patient impact: reintervention (extension of visceral artery bridging stent), additional endovascular treatment comorbidities: same as cohort timing of adverse events: during follow-up; specific timing not reported context note: the type 1c endoleak occurred at a visceral vessel fenestration and required extension of a bridging stent; as vbx was the predominant visceral bridging device used in this cohort, the event is included within the scope of gore device event capture. Product name: gore® dryseal flex introducer sheath event type: none reported patient impact: not specified comorbidities: same as cohort timing of adverse events: not specified context note: gore was unable to obtain information reasonably linking the gore® dryseal flex introducer sheath to the reported outcomes. The device is referenced only as an access device used to enable device delivery, with no information indicating direct involvement in the reported events. Therefore, this information is classified as a non-complaint. Code 5305-c: endovascular inter 2ry procedure: other/unknown was used for an unspecified reintervention.